Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level since the site was changed. The customer's blood glucose (bg) level was over 400 mg/dl. At the time of report, the customer's bg level was 306 mg/dl. The bg level was addressed with boluses via the pump. Reportedly, the customer's mother changed the site and delivered the boluses as the customer is (B)(6) years old. During troubleshooting with tandem's technical support, the tubing was primed to remove an air gap.